Manufacturer narrative:
(B)(4). Evaluation codes (cont.) Conclusion - a conclusion code could not be chosen. The complaint was confirmed, but the root cause is unknown. Upon receipt the rechargeable led cartridge was visually examined for any signs of damage, misuse/abuse and no issues were noted. An attempt was made to charge the cartridge with the charging unit that is shipped in the kit with the handle and led cartridge. The red glowing charging light would not energize. The cartridge was destructively inspected and heavy corrosion was found on top of the lithium-ion battery and the small led electronic driving module. The complaint has been confirmed. The lithium-ion battery leaked causing heavy, destructive corrosion inside the led cartridge housing that prevented the battery from charging. The complaint has been confirmed. Root cause cannot be established with the current information provided. No corrective/preventative actions will be assigned. Corroding batteries could be the result of age, extreme heat and/or cold, contact with other corrosive materials. However, these are just suggested root causes and cannot be assigned to this complaint.

Event description:
The customer alleges that the device failed. Battery failing.